Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device evaluation summary: it was received for analysis nine unopened samples of product code vr493, lot al3654. During the visual inspection of nine samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. It was received for analysis two unopened samples of product code vr493, lot aj9554. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. The actual device batch number associated with this event is not known. The following possible batch numbers: al3654, date of mfg:10/29/2018, expiration date: 9/30/2023. Aj9554, date of mfg: 12/14/2017, expiration date: 11/31/2022.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al3654 number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the device kept breaking. There were no adverse patient consequences reported. No additional information was provided.